Event description:
It was reported that the pt did not experience pain relief since implant in 2004. A catheter revision was performed for dislodgement after the first year of implant (per the patient). Device registration system shows a catheter revision approximately 4 months after implant. Specific info regarding that revision could not be obtained from the hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8627l18, serial# (B)(4), implanted: (B)(6) 2004, product type: pump; product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information was received from a consumer. The pump delivered intrathecal morphine (concentration and dose unknown). Patient history included non-malignant pain and other non-malignant pain. The patient had been totally disabled since (B)(6) 1999 and had not been able to work. The patient stated that the infusion system failed once in 2004 and the patient went to the hospital but there was nothing found that was wrong. The patient kept telling the healthcare provider (hcp) that the infusion system was not working. The patient stated that "something came undone."